Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was yet unable to be obtained.

Event description:
A pericardial effusion was reported. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, no difficulties were reported during transseptal puncture. The 24mm wds was prepped, advanced, and successfully deployed in the left atrium appendage using transesophageal echocardiography (tee). After the procedure was completed, an effusion sweep was completed, and a small posterior pericardial effusion was noted. A pericardial window was placed to treat the effusion. The patient stayed in the hospital to recover and is expected to make a complete recovery. The device is not expected to be returned for analysis. A small effusion was noted prior to the procedure. In the physician's opinion, the versacross rf wire may have contribute to the issue when it was advanced into the left atrial appendage.